Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 45-year-old female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, uterine bleeding, menstrual disorder, renal disease, ovarian cyst, migraine, pelvic adhesions, endometriosis and amenorrhea. Family history included breast cancer. Concomitant products included ethinylestradiol;norethisterone (tri-norinyl) since 1982, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014 and tranexamic acid (lysteda) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy (laparoscopy with bilateral salpingectomies)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia was resolving and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that number of trailing coils left has 3 and right was 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, uterine bleeding, menstrual disorder, renal disease, ovarian cyst, migraine, pelvic adhesions, endometriosis and amenorrhea. Family history included breast cancer. Concomitant products included ethinylestradiol;norethisterone (tri-norinyl) since 1982, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since may 2014 and tranexamic acid (lysteda) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pelvic/ abdominal, chronic"), urinary tract disorder ("bladder/urinary"), bladder disorder ("bladder/urinary") and hypersensitivity ("allergy/allergic reaction"). The patient was treated with surgery (ablation and salpingectomy (laparoscopy with bilateral salpingectomies), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that number of trailing coils left has 3 and right was 8.she received treatment for pain: pelvic/ abdominal, chronic, bleeding diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on 21-jul-2014: essure device was successfully occluded. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 1-jun-2020: quality safety evaluation of ptcwe received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, uterine bleeding, menstrual disorder, renal disease, ovarian cyst, migraine, pelvic adhesions, endometriosis and amenorrhea. Family history included breast cancer. Concomitant products included ethinylestradiol;norethisterone (tri-norinyl) since 1982, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since may 2014 and tranexamic acid (lysteda) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pelvic/ abdominal, chronic"), urinary tract disorder ("bladder/urinary"), bladder disorder ("bladder/urinary") and hypersensitivity ("allergy/allergic reaction"). The patient was treated with surgery (ablation and salpingectomy (laparoscopy with bilateral salpingectomies), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, abdominal pain, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that number of trailing coils left has 3 and right was 8. She received treatment for pain: pelvic/ abdominal, chronic, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporter information added. Event outcome of abnormal bleeding (menorrhagia and vaginal hemorrhage)updated.seriousness criteria for event genital hemorrhage updated to non serious. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, uterine bleeding, menstrual disorder, renal disease, ovarian cyst, migraine, pelvic adhesions, endometriosis and amenorrhea. Family history included breast cancer. Concomitant products included ethinylestradiol;norethisterone (tri-norinyl) since 1982, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014 and tranexamic acid (lysteda) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pelvic/ abdominal, chronic"), urinary tract disorder ("bladder/urinary"), bladder disorder ("bladder/urinary") and hypersensitivity ("allergy,"). The patient was treated with surgery (ablation and salpingectomy (laparoscopy with bilateral salpingectomies), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, bladder disorder and hypersensitivity had resolved, the menorrhagia was resolving and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that number of trailing coils left has 3 and right was 8. She received treatment for pain: pelvic/ abdominal, chronic. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 21-jul-2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events pelvic/ abdominal, chronic pain, general abnormal bleeding, allergy, bladder/urinary added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure (batch no. B06103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, uterine bleeding, menstrual disorder, renal disease, ovarian cyst, migraine, pelvic adhesions, endometriosis and amenorrhea. Family history included breast cancer. Concomitant products included ethinylestradiol; norethisterone (tri-norinyl) since 1982, medroxyprogesterone acetate (depo-provera) from (B)(6) 2014, nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014 and tranexamic acid (lysteda) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and salpingectomy (laparoscopy with bilateral salpingectomies)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia was resolving and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that number of trailing coils left has 3 and right was 8. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 8-aug-2019: reporter and patient demographics, medical history, concomitant drugs, updated laboratory onset date were added. Updated suspected drug indication and added lot number and expiration date. On (B)(6) 2014, she implanted essure (previously reported as (B)(6) 2014). On (B)(6) 2015, she explanted essure. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Updated events pain updated case category as incident, severity of event. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.